Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer k2 edta (k2e) 10.8mg blood collection tubes had collapsed issue. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Investigation summary: bd received photos from the customer facility for investigation. The customer photos were evaluated and the indicated failure mode collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: bd received photos from the customer facility for investigation. The customer photos were evaluated and the indicated failure mode of collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: this complaint investigation was handled under the premise of a previously investigated issue specific for collapsed tubes, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had collapsed issue. There was no report of medical intervention or serious injury.